Event description:
It was reported, the pt had a "dislodged lead." It was stated this was the second occurrence and the pt had a "huge knot" under the skin in their back. It was also stated, the pt experienced a shocking or jolting sensation when their device is on. It was stated, the pt had been "sick for a couple of days." No symptoms were reported. The pt stated, they were "going to go to the hospital." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.